Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was discovered to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.